Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that there was an extension with a broken contact on the day of the report. The healthcare provider (hcp) was concerned as this had happened before. No further information was provided, so additional information was requested. If additional information is received, a supplemental report will be sent. Refer to manufacturing report #3007566237-2015-01146 for the other extension contact issue.